Event description:
Laparoscopy. "During surgery the surgeon has accidentally perforated the iliac artery. Surgeon has successfully repaired the artery. Surgeon would like applied medical to verify the good retraction of the blade." Patient status: ok.

Manufacturer narrative:
Lot # was unknown per hospital staff - our customer service provided 4 potential lot numbers: 1170523, 1167796, 1167108. The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.